Event description:
During rediofrequency ablation of colorectal metastasis using an intraoperative approach, pt incurred a 3cm x 17 cm burn to the back under the dispersive electrode. A portion of the burn was classified as a third degree burn. A skin graft was required on 3/2/99. A second skin graft was scheduled and the pt was transferred from the surgery dept to the plastic surgery dept on 4/1/99.